Manufacturer narrative:
(B)(4).

Event description:
During a percutaneous coronary intervention procedure, a device was stuck on the guide wire. The patient presented for treatment with a non-st elevation myocardial infarction. A 300cm kinetix guide wire was used along with a non-bsc aspiration catheter. After multiple aspirations the device was stuck on the guide wire and there was difficulty removing the non-bsc device. They removed both devices together and a kink was observed on the distal end of kinetix guide wire. The procedure was completed with a different device and placement of a bare metal stent. No patient injury were reported and the patient status is good.